Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hs iii proximal seal failed to deploy. The physician attempted to deploy the seal into the aorta, but the seal did not fully exit the delivery tube. The safety was off and the plunger was correctly pushed fully against the top of the device. The delivery tube was withdrawn from the aortotomy site and the seal was recovered, but unravelled to a partial degree.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was blood inside the delivery tube and on the seal. The loading device was not returned. The tension spring assembly was advanced; one third of it was extended out of the tube. The anchor tab remained inside the tube and the seal was extended outside of the delivery tube completely unraveled. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to deploy. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).